Event description:
Philips received a complaint from a product support engineer (pse) reporting a vent inoperative 1007 error code (machine and proximal pressure sensors failed) occurred on a v60 ventilator during a pre-delivery check. The device was not in clinical use. There was no harm. The investigation is ongoing.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) reported the issue could not duplicated despite device checking. The event log confirmed error "vent inoperative machine and proximal pressure sensors failed" (diagnosis code 1007) had been recorded. The data acquisition (da) board and da-motor controller (mc) cable were replaced preventively. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00355. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
H10: the removed motor control (mc) printed circuit board assembly (pcba) to data acquisition (da) printed circuit board assembly (pcba) cable was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no evidence of damage. The cable was tested due to the accusation of: vent inoperative ec 1007: machine and proximal pressure sensors failed. The pil v60 standard test bed (stb) operates without issue or error code with the suspect cable installed. This includes the reboot of the device with cable installed. All required voltages (3.3vdc, 5vdc, 12vdc, and 35vdc) are present on the pcbas. The customer complaint cannot be verified. The stb with the returned cable installed ran for extended period with no errors.conclusion: no problem found.

Manufacturer narrative:
H10: the removed data acquisition (da) printed circuit board assembly (pcba) cable was returned to the pil for analysis. The pil technician visually examined the component and reported there was no evidence of damage. Functional analysis was performed and identified that the device pressure accuracy testing passed. The pil technician could not duplicate the failure from the service. The suspect da pcba operated on the pil v60 standard test bed (stb) without issue or error 1007. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual. Conclusion: no problem found on the da pcba.